Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that there were two struts that perforated the ivc posteriorly measuring up to 6mm.

Manufacturer narrative:
H6 positioning problem code added to device codes.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that there were two struts that perforated the ivc posteriorly measuring up to 6mm. It was further reported that the filter is in place with a moderate tilt, the apex of which is located within the central left renal vein.